Event description:
The hospital staff attempted to administer defibrillation therapy to a patient who went into cardiac arrest following a surgical procedure. The standard external paddles were connected to the defibrillation adapter which was attached to the defibrillation. The defibrillator allegedly failed to discharge. A second lifepak 9 defibrillator/monitor was made available and the same standard external paddles were connected to the defibrillation adapter which was attached to the defibrillator. The second defibrillator also allegedly failed to discharge. A third lifepak 9 defibrillator/monitor with standard external paddles already attached was made available and used to successfully defibrillate the patient. The patient was resuscitated but remains in a coma.